Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a cable broke on the cadiere forceps instrument. The procedure was successfully completed robotically and there was no injury to the patient.

Manufacturer narrative:
Updated sections: d9, h3, h7, h9 annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the cadiere forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of broken cables. The instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h11 for follow-up information.